Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v513773, implanted: (B)(6) 2010, product type: lead; product ID 3093-28, lot# v513773, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient¿s internal neurostimulator (ins) moved when they pushed themselves up on the bed. The ins then looked like it was poking through the skin. The lead was also pulled. They had been in agony and pain since then. The patient thought the migration was due to their healthcare provider using stitches instead of steri-strips. Explant was planned for (B)(6) 2015. The patient thought they had interstitial cystitis due to their numbness, rash, skin irritation, and infection. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.